Event description:
It was reported that the lead apparently dislodged shortly after implant. It was also reported that the patient experienced an episode of severe coughing post implant. The lead was removed and replaced. Tissue was seen on the helix following explant. It was further reported by the patient that the lead was replaced because it was "crimped and pulled out". No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the proximal conductor, the outer insulation had a breached cut, the helix was distorted/bent, there was blood in/on the helix mechanism, and apparent explant damage.

Event description:
It was reported that the lead apparently dislodged shortly after implant. It was also reported that the patient experienced an episode of severe coughing post implant. The lead was capped and replaced. Tissue was seen on the helix following explant. No patient complications have been reported as a result of this event.